Event description:
It was reported that the device was in back-up operation. A software download was completed, but an error message was displayed. The telemetry wand may have slipped off due to the patient being thin and frail. Measured battery data from a previous follow-up in march 2006, was 2.69 v, 9 ua, 7.3 kohms with an estimated remaining longevity of five months.